Event description:
Customer and his child tested positive saturday ((B)(6) 2022) with cue health test. They retested with a pcr on sunday ((B)(6) 2022), with negative test results. A follow up antigen test was taken on monday ((B)(6) 2022), and test results came back negative. The manufacturer of the pcr test ,and antigen test is unknown. Both individuals were asymptomatic and had no known exposure. Cartridge ln's 21796c, 18721j; cartridge sn's (B)(4), (B)(4); reader sn (B)(4). Lot 18721j mfg. 09/28/2021. False positive detection didn't cancel due to lot 21796c being less than 45 days old.

Manufacturer narrative:
Lot 21796c: a technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, to detect and cancel the test instead of releasing false positive results. Lot 18721j: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.